Manufacturer narrative:
Following return and completion of laboratory analysis, this report will be further updated.

Event description:
It was reported that during the attempted implant of this lead, fixation was reported unsuccessful following 20 consecutive turns. The lead helix was attempted then to be retracted via the same number of rotations; however again the helix failed to move as intended. Another 15 rotations were made and then a slight retraction was observed on fluoroscopy. The physician then attempted to reposition the lead for improved measurements; again this second location was exhibiting helix extension anomalies. At this point, the lead was removed and replaced with another ingevity lead of the same model type.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection confirmed a complete lead with an extended helix. Resistance tests were completed to assess electrical performance and integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this lead, fixation was reported unsuccessful following 20 consecutive turns. The lead helix was attempted then to be retracted via the same number of rotations; however again the helix failed to move as intended. Another 15 rotations were made and then a slight retraction was observed on fluoroscopy. The physician then attempted to reposition the lead for improved measurements; again this second location was exhibiting helix extension anomalies. At this point, the lead was removed and replaced with another ingevity lead of the same model type.